Event description:
It was reported prior to use, the cardiosave intra-aortic balloon pump (iabp) unit has a power supply issue. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a power supply issue.

Event description:
N/a.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer evaluated and replaced power management board. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. The defective components were received for further investigation. The power management board was observed per the cardiosave service manual part number 0070-00-0639 revision q with visual damage. The failure analysis and testing dept. Installed the power management board into the cardiosave and tested the power management board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The problem was verified ( will not power up). Power management board will be held in the fat dept. Per procedure number 0002-07-d008 revision ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.